Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 - device evaluation pending. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note. Related events reported via 2210968-2023-01833 and 2210968-2023-01834

Event description:
It was reported that a patient underwent a CABG in (B)(6) 2023 and suture was used. During the procedure, the suture broke. A new suture was used to complete the case with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/30/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned product determined that it was received one suture piece that pertains to the product code m8703. During visual inspection of the suture, the ends were noted to be cut probably caused by a surgical instrument. The other section of the suture was not returned. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01832, 2210968-2023-01833, and 2210968-2023-01834